Event description:
Customer's daughter reported that the readings of the sensor were off by 60-90 points. The blood glucose reading was 213 mg/dl when the sensor showed 49 mg/dl and trending downward. She also reported that the blood glucose had been fluctuating, going as low as 34 mg/dl. She stated that the customer had been put on a new strain of insulin and had not programmed enough for a bolus. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.